Event description:
Customer reported 3 samples that were historically a negative have typed as ab negative on galileo. The fwd abo assay was used.

Manufacturer narrative:
The software patch for the fwd abo assay was installed on this instrument on 10/16/07. Contamination of the reagent can be ruled out by the fact that there have not been ntds or unexpected reactions seen with the aborh assay. According to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.